Event description:
It was reported that there was a particulate matter inside the elastomeric balloon of a small volume intermate. The particulate matter was identified during a routine inspection after the device was filled with aztreonam and ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 06, 2015 to january 07, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified white particulate matter in the reservoir of the device. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.